Event description:
A peritoneal dialysis (pd) nurse reported a patient was hospitalized for a severe cough and fluid overload. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the patient's investigation.